Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 350 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Twenty (20) of the customer samples were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes filled about halfway. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "is this a 368884 ( or a usi tube (barcode) or lithium heparin gel?)? Ref (B)(4), 3ml and not 4 as I reported earlier how many times did this occur? (How many tubes actually filled insufficiently) all tubes filled about half way".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes filled about halfway. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "is this a 368884 (or a usi tube (barcode) or lithium heparin gel?)? Ref 367374, 3ml and not 4 as I reported earlier. How many times did this occur? (How many tubes actually filled insufficiently) all tubes filled about half way."